Event description:
It was reported that the patients pain pattern has change and current system only covers low back. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components will not be returned as they where discarded.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 5178133.